Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: (B)(4)- secondary surgical intervention, lens explanted and exchanged for shorter lens (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+1.0/081 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: lens was returned dry, in micro-centrifuge vial, clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. (B)(4).